Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A case was run and there were no errors present throughout it's entirety. The drill functions as intended without connection issues or any "robotic cable disconnect" errors. A review of patient case screenshots confirms the reported allegation of "drill disconnect" error. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional evaluation, a review of the patient case screenshots confirmed the reported error. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The real intelligence robotic drill, part number: rob10013, serial: (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A case was run and there were no errors present throughout it's entirety. The drill functions as intended without connection issues or any "robotic cable disconnect" errors. A review of patient case screenshots confirms the reported allegation of "drill disconnect" error. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is to be determined. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The reported incident was assessed from a clinical/medical standpoint: the surgeon decided to change to manual procedure to finish the operation. The procedure was completed with a minimal delay (fewer than 30 minutes) using manual instruments. No patient injuries and no other complications were reported. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Further investigation into the reported failure is being conducted via a CAPA to determine if additional actions are required.

Event description:
It was reported that while milling the femur during a cori assisted tka surgery, the real intelligence robotic drill had a disconnect error (B)(4). They proceeded to quit, reassembled, recalibrated, but received another disconnect error. They did the same steps again , but the issue continued. Another tray was opened and another real intelligence robotic drill was assembled and calibrated. As surgeon began to mill the distal femur he received another disconnect error (B)(4). The surgeon decided to change to manual procedure to finish the operation. The procedure was completed with a minimal delay (fewer than 30 minutes) using manual instruments. No patient injuries and no other complications were reported.